Event description:
It was reported that versacross connect laac was selected to use for left atrial appendage closure procedure. It has been mentioned that energization failure occurred. The energization sound was heard, but the puncture could not be performed. Tenting was confirmed on echocardiography; however, even after three energization attempts, the needle did not pass through the septum. All possible measures were attempted, including increasing the bend of the sheath; however, energization was not possible, so it was replaced with baylis needle instead of versacross, and energization could be performed and procedure was completed. No patient complications occurred. The device is not expected to return as disposed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observations of failure to cross septum. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed that the device met manufacturing specification prior to distribution and there were no manufacturing deviations could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review for versacross connect laac access solution was completed and confirmed that the event of difficult/unable to puncture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically as the device was not returned for analysis; therefore, the reported event was unable to be confirmed. The IFU captures relevant information related to the careful manipulation, contact with tissue, wire anchoring, imaging, and the relevant adverse events.

Event description:
It was reported that versacross connect laac was selected to use for left atrial appendage closure procedure. It has been mentioned that energization failure occurred. The energization sound was heard, but the puncture could not be performed. Tenting was confirmed on echocardiography; however, even after three energization attempts, the needle did not pass through the septum. All possible measures were attempted, including increasing the bend of the sheath; however, energization was not possible, so it was replaced with baylis needle instead of versacross, and energization could be performed and procedure was completed. No patient complications occurred. The device is not expected to return as disposed.